Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A (B) (6) alleges the patient received "an electric discharge which impacted his chest and made the entire body shudder." It is further reported the patient received another discharge and he collapsed and lost consciousness. When he awoke, his knees were scratched and he reportedly had "acute pain" in the left knee. The patient heard "strange noises made by the defective defibrillator" that woke him, would not allow him to sleep, and caused him to have an auto accident. Due to the accident, it is alleged the patient has "strong pain" in his left knee, difficulty walking, short but continuous dizzy spells, insomnia, nightmares, anxiety and mental anguish. The device was replaced. No further patient complications were reported as a result of this event.